Event description:
During a coronary stent procedure, the stent became dislodged while attempting to position it in the lesion. No attempt was made at retrieval and the stent remains in the pt. Pt status is listed as "good."